Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported deformation due to compressive stress (shaft kink) was confirmed. The reported difficulty to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the common femoral artery. During advancement of the 3.50x28mm esprit btk system into the 6fr 45cm sheath, the shaft was kinked and became stuck in the sheath. The sheath and esprit were removed together. Another esprit btk was used to complete the procedure using the same sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a lesion in the common femoral artery. During advancement of the 3.50x28mm esprit btk system into the 6fr 45cm sheath, the shaft was kinked and became stuck in the sheath. The sheath and esprit were removed together. Another esprit btk was used to complete the procedure using the same sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.